Event description:
It was reported that during a lap gastric bypass procedure the surgeon faced huge problems getting the stapler into position for both anastomosis. Otomies are made larger but still tissue is holding back the cartridge of the stapler. The problem happens both with the gastrojejunostomy (blue) and the jejunojejunostomy (white) tissue was holding back the stapler to an extent so that surgeon had to use more force. This meant that tip of cartridge perforated the wall of the jejunum and they had to resect a piece of bowel. The problem happened also with the jj anastomosis - tissue was holding back stapler even if tip of instrument (1-2 cm) was inside lumen of intestine. Stapler worked as usual when finally in place for firing. Placement of extra trocars - resection of bowel after perforation of jj - huge otomies had to be closed after stapling was done. One device and two reloads have been discarded.

Manufacturer narrative:
B)(4). Information was not provided by the initial contact. Additional followup: is the tissue remaining steady and tissue being brought into the jaws? Tissue is brought into position before the stapler is introduced into the otomies. Surgeons try to hold tissue still while they are introducing the stapler in order to avoid tearing on tissue. When inside lumen they assist tissue as must as possible in order to get the instrument into correct position. This include lifting of tissue or counter traction to accommodate the pathway of the stapler. Is the anvil or cartridge inserted first? Cartridge was inserted first for both gastrojejunostomy (gj) and jejunojenunostomy (jj) in difficult cases they often try to introduce the anvil first for doing the jj. Please describe the technique used? Lgbp using anti gastric anti colic procedure (prof hans lonroth technique) surgeon standing in the french position between patients leg. Assistant surgeon on patients left side. Standard setup of three 12mm xcel and one 5 mm xcel (nathanson liver retractor ) ec flex 45 used for all stapling (blue reloads when working on gastric tissue and white reloads for the side-to-side jj anastomosis and division of the intestine) for the gj the use blue reload and introduce the stapler cartridge into the jejunum lumen and the anvil into the pouch lumen. The anastomosis is positioned on the backside of the pouch. Cartridge has less chance of perforation than the anvil when bringing the tissue into position for stapling. Otomies in pouch and in jejunum is done with harmonic ace and dilated with some sort of grasper. Doing the jj surgeon first introduce the cartridge if possible and after that the anvil. (Anvil is never a problem in terms of getting it into lumen or anything and smooth and easy) how is the patient currently? Patient was in hospital for 3 extra days to make sure nothing happened. Is the patient expected to have a full recovery? Yes